Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient contacted support to report inaccurate cgm readings that occurred on (B)(6) 2026 and indicated that a skin reaction developed at the insertion site. Upon removal of the sensor, the patient believed that the sensor wire remained embedded in his skin. He reported that the insertion site became infected, describing swelling that increased to larger than the size of a silver dollar. The patient did not report using any medications at that time and did not attempt to remove the wire himself. On (B)(6) 2026, the patient reported that he sought medical care at a hospital, where he observed a ¿big hole¿ at the insertion site. The treating physician evaluated the site and also suspected that the sensor wire remained in the tissue. An x-ray was performed and confirmed the presence of the retained sensor wire. The patient stated that the physician opened the affected area, drained it, and removed the wire. He was prescribed oral bactrim (dosage and duration unspecified), a topical salve, and additional antibiotics (unspecified). The patient reported feeling fine following treatment; however, the call was disconnected before all details could be confirmed. Multiple follow-up attempts were made by dexcom technical support to obtain additional information and clarification regarding the incident, but contact with the patient was unsuccessful. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).